Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 516 (mg/dl) and ketones for 2 days. Customer administered manual injections, and went to the emergency room (ER) on (B)(6) 2016 to treat their bg levels. While in the ER, customer was treated with intravenous insulin and fluids, and released a few hours later with a bg level of 335 (mg/dl). System check with tandem technical support indicated pump was performing as intended. During review of pump data, tandem technical support found that the pump had received an alarm that the cartridge had been removed from the pump outside of the loading sequence, and a resume pump alarm after insulin delivery was suspended on (B)(6) 2016. Tandem technical support educated the customer on why the pump would receive these alarms. Customer indicated that they will administer a correction bolus and call back if any additional assistance is required.